Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 426 mg/dl. She took a bolus of 3.5 units using the insulin pump. The customer was nauseous and vomited. A few air bubbles were found along the tubing length. The device was not returned.